Event description:
It was reported that the insulin pump had alarmed motor error alarm. The customer had rewound the device and kept on their therapy before calling to report the issue. The caller stated that within the last forty (40) hours, the insulin pump had alarmed motor error three (3) times. At the time of the report the customer's blood glucose was 161 mg/dl. The device was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated that they were able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.